Event description:
It was reported that during a tka procedure, part of the plastic on the trial chipped off during surgery. All pieces were recovered from the patient and an x-ray was done to confirm. No delay reported. Procedure finished with the same device. No injury or impact to patient reported.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. A small section of the device inside the removal slot fractured off and was not returned. The device was heavily worn with many scratches, nicks and gouges. The device was manufactured in 2004 and exhibits signs of extensive usage. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.